Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. Added- h6 component code 925 f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that impella cp was implanted on 55-year-old male patient with acute myocardial infarction complicated by cardiogenic shock. After successful implant, the patient experienced arterial bleeding around repositioning sheath in ICU. The patient had received heparin during implantation and IV thrombolysis some hours before. The bleeding was unable to be controlled, leading to pump explant and blood cells infusion was needed. The pump will not be returned as it was discarded. Patient is stable post explant.